Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath and the valve damage like it was blocked (broken / cracked) issue was observed. It was reported that when attempting to re-insert the pentaray catheter into the vizigo sheath for the second time, there was resistance and they were unable to advance the pentaray catheter into the vizigo sheath. The physician was able to advance the pentaray catheter eventually through the vizigo sheath. The procedure continued without any issues. After the procedure had been completed, the physician observed that something looked damaged on the valve of the vizigo sheath, like it was "blocked." Also, after removing the pentaray catheter from the body, it was noticed that one of the splines was bent. Additional information was received on 13-nov-2024. The hemostatic valve was broken / cracked. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. The damage on the pentaray spline did not result in wires being exposed nor were there any lifted or sharp rings. The damage on the pentaray was from the tip of the spline to halfway through the length of the spline. The pentaray was not pre-shaped. The resistance with the pentaray into the vizigo sheath was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The pentaray spline bent was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The vizigo sheath valve damage like it was blocked (broken / cracked) was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath. It was reported that when attempting to re-insert the pentaray catheter into the vizigo sheath for the second time, there was resistance and they were unable to advance the pentaray catheter into the vizigo sheath. The physician was able to advance the pentaray catheter eventually through the vizigo sheath. The procedure continued without any issues. After the procedure had been completed, the physician observed that something looked damaged on the valve of the vizigo sheath, like it was "blocked." Also, after removing the pentaray catheter from the body, it was noticed that one of the splines was bent. Additional information was received. The hemostatic valve was broken / cracked. The device evaluation was completed on 07-dec-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. In addition, the dilator was introduced into the sheath, but no blocked condition was felt. A device history record was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).